Manufacturer narrative:
Date of explant: (B)(6) 2020. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation and itchiness. The patient underwent an explant procedure.